Event description:
Pt was in a MRI scanner (3 tesla magnet) at 11:29 am for an MRI cervical spine ordered by her physician. The cervical MRI spine exam took approximately 20 minutes to perform. Pt slept during the exam. When she came out of the magnet she told the MRI technologist that she felt itching around her neck. It appeared that she experienced a thermal burn around her neck. We treated her with an ice pack to relieve her burning and itching sensation. Radiology nurse assessed our pt. Incident took place at (B)(6).